Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 heater wire lifted off of the jaw. Nothing fell into the pt and no intervention was required. An add'l incision was not required. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).